Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve (sn:(B)(6) was selected for use in an implant procedure using a large flexnav delivery system (ds). There was sufficient calcium to allow anchoring of the device and the patients aortic angle was 76°. During the procedure, a pre-dilation was performed using a 23mm non-abbott balloon. During the device implant, after the final release of the navitor valve at a depth of 6mm ncc and 2mm lcc, it moved into the lv, becoming very deep and causing a severe aortic insufficiency. No coronary artery or arteries were noted to have been blocked. Attempts were made to move the device with a snare, but was without success. Attempts were then made with a 28mm non-abbott balloon and were also unsuccessful. The patient went into cardiac arrest and CPR was performed for 10 minutes. It was necessary to implant a new valve of the same size. A new 29mm navitor valve (sn: (B)(6) was successfully implanted valve-in-valve. After the second implant, the patient assumed their own heart rhythm and drugs infusion was decreased. The patient is in the ICU, with an orotracheal tube, indwelling bladder catheter, and central access. They are hemodynamically stable, but didn't wake up after cardiac arrest. An electroencephalogram and head CT showed nothing critical. The physician alleges the cause of the cardiac arrest to be due to the valve becoming too ventricular causing great aortic insufficiency.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received and per case details, the reported device migration appears to be related to procedural conditions (the angle of the native valve was very high and difficult to position. Perhaps the fact that it is at the upper limit of the 29mm valve could also have caused this.). The reported improper or incorrect procedure or method was due to user snaring the valve. The physician alleges the cause of the cardiac arrest to be due to the valve becoming too ventricular causing great aortic insufficiency. The reported hospitalization, unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve (sn: (B)(6)) was selected for use in an implant procedure using a large flexnav delivery system (ds). There was sufficient calcium to allow anchoring of the device and the patients aortic angle was 76°. During the procedure, a pre-dilation was performed using a 23mm non-abbott balloon. During the device implant, after the final release of the navitor valve at a depth of 6mm ncc and 2mm lcc, it moved into the lv, becoming very deep and causing a severe aortic insufficiency. No coronary artery or arteries were noted to have been blocked. Attempts were made to move the device with a snare, but was without success. Attempts were then made with a 28mm non-abbott balloon and were also unsuccessful. The patient went into cardiac arrest and CPR was performed for 10 minutes. It was necessary to implant a new valve of the same size. A new 29mm navitor valve (sn: (B)(6)) was successfully implanted valve-in-valve. After the second implant, the patient assumed their own heart rhythm and drugs infusion was decreased. The patient is in the ICU, with an orotracheal tube, indwelling bladder catheter, and central access. They are hemodynamically stable, but didn't wake up after cardiac arrest. An electroencephalogram and head CT showed nothing critical. The physician alleges the cause of the cardiac arrest to be due to the valve becoming too ventricular causing great aortic insufficiency.